Event description:
Customer called in with high blood glucoses. Did bolus but amount in syringe remained the same. Nothing exited during troubleshooting test. Also, during testing of hp switch, no alarms sounded. Leadscrew test however showed leadscrew made complete rotation. There was no bending, crimping or blood in cannula. Customer was not able to turn leadscrew manually.